Event description:
Additional information was received that following the valve procedure and surgery, the patient had a stroke. No treatment was reported.

Manufacturer narrative:
Outcome attributed to adverse event event description patient and device code additional code - imf health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, the valve dislodged. Further in formation was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: date is approximate. Year (2023) is confirmed valid. E. The facility and implanting physician name were not provided.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that following the valve procedure, the patient did not wake up after the surgical intervention (extracorporeal circulation and aortic clamp). Following the valve procedure, the ischemic stroke was confirmed by computed tomography (CT) scan. Patient symptom reported was glasgow coma scale 4 (eye-opening response). Per the physician, it was likely that the continuous movement of the first valve may have caused an embolization along with the surgical intervention contributing to the stroke. Per the physician, the cause of the stroke was calcium embolization. No treatment for the stroke was performed due to onset time as the coma became evident one day after the valve implant. Subsequently, nine days after the valve implant procedure the patient died. The cause of death was not reported.

Manufacturer narrative:
Updated data: b2 - outcome attributed to adverse event and date of death b5 - event description h6 - patient code additional codes - imf health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was performed. Following the valve implant, mild paravalvular leak (pvl) was observed and the valve was not completely expanded. A post-implant bav was performed. During the post-implant bav, the valve dislodged. The valve was snared, and a second valve was implanted. However, it was not possible to stabilize the dislodged valve due to the large anatomy of the ascending aorta. The first valve was subsequently explanted.

Manufacturer narrative:
Corrected d.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the prior to the patient death, the patient underwent surgical valve replacement. Per the physician, the cause of death was neurological. Of note, the patient had a heavily calcified bicuspid aortic valve and no additional risk factors that contributed to the death.

Manufacturer narrative:
Updated h.6 images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intraprocedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Computed tomography (CT) contains motion artifact. Patient annulus perimeter measured 84.6mm with a perimeter derived diameter of 27mm suggesting a 34mm evolut. Aortic valve appears to be a sievers 0 bicuspid aortic valve with only two cusps seen. Severe protruding calcium seen in the aortic annulus. Ascending aorta appears to be dilated. Perimeter of bicuspid¿s effective orifice area measures 75.3 mm suggesting a 29 mm evolut. However, years of clinical experience have standardized annular measurement, supra-annular measurement is widely varied and inconsistent. Based on available evidence, annular sizing per the instructions for use (IFU) is recommended for bicuspid patients. Thus, based on the annulus perimeter, this patient would have met sizing criteria for a 34mm evolut; however, a 29mm evolut was implanted. Prior to the valve implant, a pre balloon aortic valvuloplasty was performed. Evidence shows that at least 2 recaptures were performed and ultimately the valve was deployed and appeared stable but significantly under expanded. It was reported that the valve dislodged aortic during a post implant dilatation; however, the post dilatation was not recorded for review. The dislodged valve was snared, and a second valve was implanted. The second valve also appeared to be significantly under expanded and aortic regurgitation could be seen on angiogram. There is no evidence that a post implant dilatation was performed after the second valve implantation. The dislodged valve was not stable in the ascending aorta and was seen spinning. Attempts were made to snare the valve to a more stable position but once the snares were released the valve descended and continued to spin in the ascending aorta. It was reported the patient was converted to surgery to explant the dislodged valve, suffered a stroke, and subsequently died. Cause of death is undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.